Event description:
It was reported that the insulin pump had a yellow discoloration. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. No discoloration noted on pump case. Stained lcd resilient cover noted. No corrosion or moisture damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.